Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report gripper actuation issue. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with a restricted anterior leaflet. One clip was advanced to the mitral valve and a grasp was achieved. It was decided to reposition the clip. Both grippers had to be raised again to reposition. During grasping attempt, the posterior gripper could not be lowered. It was decided to remove the clip. There was no issue with the grippers during preparation. Two clips were implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.